Event description:
During service eval of a (B) (6) pt's electrode belt, a broken wire was discovered. The belt was being serviced for an unrelated problem (leaking therapy electrode), however, the wire running from the distribution node to ECG b was defective. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem (electrode belt issue) has been confirmed. It was discovered that there was a defective cable running from the distribution node to ECG b. The broken cable caused the signal to drop out on both the fb and ss channels when it was manipulated at ECG b. The root cause of the defective cable cannot be positively identified. Once the cable was replaced, the belt functioned normally. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.